Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device discarded by the customer.

Event description:
As reported: "hoffman compact MRI was used on the first metatarsal foot at the primary surgery (B)(6) 2024. The rod was extended to the tibia and fixed. On (B)(6) 2024, the rod was broken near the middle due to the patient's fall. The rod is scheduled to be replaced with a new one on (B)(6) 2024 at the hospital ward."

Event description:
As reported: "hoffman compact MRI was used on the first metatarsal foot at the primary surgery on (B)(6) 2024. The rod was extended to the tibia and fixed.on 3/8/2024, the rod was broken near the middle due to the patient's fall. The rod is scheduled to be replaced with a new one on (B)(6) 2024 at the hospital ward."

Manufacturer narrative:
Corrections: please refer to h6 results and conclusion codes. The complaint couldn't be confirmed, since the device was not returned for evaluation and no other evidences were provided. It got reported that the patient fall post-operative and that the part broke for that reason, the part got discarded. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. Based on the received information, the root cause was attributed to a patient factors issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.